Event description:
As reported, on (B)(6) 2020 when an unspecified mesh was attempted to be fixated by the sorbafix enhanced 15 count fastener in the abdominal cavity, the grip was hard and the doctor felt a sense of discomfort. At that time, a cracking sound was heard, and when the doctor took out the fastener, it was found that the fastener was broken. As reported, the temperature dot on the pouch was not black prior to use of the device and the device was not cycled in the air to see if any more fasteners could be deployed following the issue. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced is being returned for evaluation. However, at this time has not been received. Based on the available information, we are unable to determine a definitive root cause for the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. Addendum: this is an addendum to the initial emdr submitted to document the results of device evaluation. The subject device was returned for evaluation, with five (5) loose fasteners, of which two (2) are broken/damaged. Functional testing resulted in misfiring of the device. There are no manufacturing anomalies found. Evaluation of the sample finds the device confirms the reported event. Based on the investigation performed and sample evaluation performed, root cause is most reasonably determined to be use related as force applied during use/device interface resulting in damage to the fasteners and the input clutch gear. The instructions-for-use (IFU) include with the device recommends the following: "ensure compatibility by inserting the device into the trocar prior to introduction into the patient. The sorbafix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. Place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the sorbafix enhanced is being returned for evaluation. However, at this time has not been received. Based on the available information, we are unable to determine a definitive root cause for the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. The instructions-for-use (IFU) include with the device recommends the following: "ensure compatibility by inserting the device into the trocar prior to introduction into the patient. The sorbafix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. Place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh ,or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." If/when sample is received and evaluated, a supplemental emdr will be submitted.

Event description:
As reported, on (B)(6) 2020 when an unspecified mesh was attempted to be fixated by the sorbafix enhanced 15 count fastener in the abdominal cavity, the grip was hard and the doctor felt a sense of discomfort. At that time, a cracking sound was heard, and when the doctor took out the fastener, it was found that the fastener was broken. As reported, the temperature dot on the pouch was not black prior to use of the device and the device was not cycled in the air to see if any more fasteners could be deployed following the issue. There was no reported patient injury.